Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that overpressure was experienced.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: (B)(4) eib jamale onsite overpressure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as there were no issues observed during the testing of the insufflator. However, the insufflator was past due for calibration. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that overpressure was experienced.